Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. Customer was admitted to ICU. The current blood glucose reading is 424 mg/dl. The blood glucose reading at the time of the event was 980 mg/dl. The paramedics were call to due to high blood glucose. Customer was unconscious and organs were shutting down. Customer is being treated with manual injections. During troubleshooting, manual prime is correct, insulin is exiting the tubing. The high pressure failed twice. The insulin pump will be replaced. Nothing further reported.